Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. The device was received with minor scratches on the lcd window, and cracked case at the display window corners.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are not very responsive. The customer's blood glucose at the time was unknown. Troubleshooting was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.